Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the xl+ device indicating that the test failed. There was reportedly no patient involvement. A philips remote service engineer (rse) remotely evaluated the device and additional operations test passed. It was determined that there was no malfunction, and the device is fully functional. The device remains at the customer's site. No further action is warranted at this time.